Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and five months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. The explanted device was discarded per hospital policy. No further information has been obtained despite good faith efforts.